Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display exhibited an inoperable error code. Although requested, it is unknown if there was patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).